Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is set to the incorrect language. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with lantus and apidra insulin. At 8am, the incorrect language issue began. Reportedly, the pt developed symptom of shaking at 8:20am. The pt did not take any action and did not receive any treatment. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the pt claimed, she had symptoms that can be associated with hypoglycemia 20 minutes after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.